Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Device analysis was previously filed. Mw (B)(4).

Manufacturer narrative:
Exemption number e2019001. Analysis was performed on the returned device. The reported damage was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported damage could not be determined as the device was returned in the pre-deployed position with no damage observed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
Received mw (B)(4). Event description: "we are doing a fenestrated endograft with morning when they went to put in a proglide, it had a barb on the back of the device. Surgeon would like to send the device back to the manufacturer because it was damaged when we opened it. I saved the wrapper and the device." "Intended procedure: femoral artery, percutaneous access, & closure of, for delivery of endograft through a large sheath (12 fr of greater), ultrasound guidance, when performed, unilateral (list separately) [(B)(6) (cpt) ], bilateral aorta, endovascular repair by deployment of a fenestrated visceral aortic endograft, including three visceral artery endoprostheses with bifurcate [(B)(6) (cpt) ]." Additional information was provided by the facility reporter. The proglide device that had the "barb on the back of the device" possibly had contact with the patient. Under ultrasound guidance the bilateral common femoral arteries were accessed using a 21-gauge micropuncture set and upsized to an 8 french dilator. 2 perclose pro-glide devices were then placed in usual pre-close fashion at the 10:00 and 2:00 positions bilaterally. Hemostasis was achieved using preplaced proglide sutures and an additional 10 minutes of manual compression. Protamine was given. There was no reported significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.